Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl due to site placement. Customer indicated that their doctor has not been contacted and their blood glucose value was 368 mg/dl at the time of the call. Troubleshooting was performed and found that the customer was unable to remove the plunger rod and was assisted with removing it and replacing the reservoir. Customer was advised to monitor the pump and blood glucose and call back if any further issues. The reservoirs will be returned for analysis. No further assistance was necessary.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir is not occluded.